Manufacturer narrative:
This report is submitted on august 3, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, imaging revealed the patient's electrode array was outside of the cochlea and subsequently the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.